Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Blood residue was observed on the adhesive pad. An inadequate tip was observed on the distal tip of the hard cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.